Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Customer consumed carbohydrates to address bg level. Reportedly, the pump was "giving too much insulin at night" resulting in the low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to not turning on sleep activity during the night, customer understood and acknowledged. Reportedly, customer continued to use the pump for insulin therapy. Recommendation was made to discuss diabetes management with a health care professional.